Manufacturer narrative:
The event occurred in portugal during routine check. It was reported that the hl20 unit displayed the error message "safety-s". No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair on 2025-09-23. The belts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by the getinge field service technician the most probable root cause could be determined to overdue replacement of the belt. The 1 year lifetime of the belt was exceeded. According to the hl20 instruction for use it is stated that an inspection carried out by authorized service personnel should be performed every 12 months. According to the hl20 service manual it is stated: - replace the rpm belts every 12 months. The review of the non-conformities has been performed on 2025-10-01 for the period of 2008-12-17 to 2025-08-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2008-12-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported error message "safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in portugal during routine check. It was reported that the hl20 unit displayed the error message "safety-s". No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.